Event description:
It was reported that "upon insertion of navigator implant the rail piece broke off with the inserted attached."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: complaint history review, risk assessment. Results: the customer event of a navigator cage backrail fracture was confirmed via visual inspection. A material analysis was conducted for a similar complaint and indicated that the implant broke in fast fracture. The discoloration and damage around the fracture indicated that the fracture was likely overloaded from the side. The surgical technique indicates that it is important to verify adequate discectomy and to maintain distraction during insertion of the cage. It is also important to verify that the implant is properly locked to the inserter before insertion. However, none of the mentioned causes could be confirmed. Conclusion: the root cause of the failure is likely multifactorial.

Event description:
It was reported that "upon insertion of navigator implant the rail piece broke off with the inserted attached."